Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient experienced hypoglycemia with seizures. The patient was aware of hypoglycemia as the cgm reading was 40 mg/dl and the patient self-treated with sugar. There was no bg reading taken during the entire event. The patient reported that she received an alarm when the cgm reading was 90 mg/dl but she did not receive an alarm for urgent low while the cgm reading was 40 mg/dl. The patient was taken to the hospital; however, she could not remember the treatment she received while at the hospital. The patient was discharged the same day and was recovered at the time of the report. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.